Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and insulin pump had error. The customer¿s blood glucose level was 145 mg/dl. Customer stated that checked alarm history and bolus no delivered. Customer was performed self test and no error. The insulin pump will not be returned for analysis.